Event description:
3 different covidien premium surgiclip ii 9.75 medium clip appliers failed during case. Scrub tech tried multiple times to get the appliers to work with no success, another staff member reattempted to troubleshoot clip appliers to no success, prevous model clip appliers substituted.